Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It stated that the customer experienced high blood glucose levels for several days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
The insulin pump passed the functional tests including the drive sys, occlusion, prime and excessive no delivery alarm tests.